Event description:
The customers boyfriend informed ansell (B)(6) that after using a lifestyles polyisoprene lubricated condom an epic pen was used and an ambulance called that took her to the hosp and she was given a further dose of medication to cure anaphylactic shock.

Manufacturer narrative:
(B)(4) - ansell healthcare products llc is submitting this report on behalf of suretex ltd. Incident occurred in the UK; however, the skyn product is also sold in the USA.